Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of parlour, color change and vascular compromise are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of ischemia and skin discoloration: "undesirable effects practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : discoloration of the injection site. Warnings: do not inject juvéderm ultra injectable gel into the blood vessels (intravascular)."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm ultra in the upper and lower "lip body and surrounds." Immediately after injection was completed, the patient developed "parlour and clour change" in the bottom lip. Physician noted there was "vascular compromise" from the injection. Patient was treated with "hyalaronidase." The patient has had a "return of colour to lip and chin."

Manufacturer narrative:
Medwatch sent to FDA on 6/8/2016.

Event description:
Additional information: the "matter has been resolved with no further follow up required."